Event description:
It was reported that the patient displayed overdose symptoms post implant. On (B)(6) 2012, post implant the patient's blood pressure dropped <(>&<)> the patient became hard to arouse when she was in the recovery room @ approx. 10:40. Reporter stated that the full pump system was implanted <(>&<)> a prime bolus was started a little after 10:00. The bolus was due to be complete around 10:30. The patient's bladder was emptied upon display of symptoms also at 10:20. The managing healthcare provider was consulted, and it was decided to set the pump at the minimum rate. The healthcare provider did check on the patient, and the patient did arouse at that point. It was unclear what the length of time was between the initial symptom display and when the provider was able to rouse the patient. A new pump and catheter were implanted on (B)(6) 2012, as the previous system was explanted due to infection (see manufacturer report # 3004209178-2012-03855). The patient continued to be monitored in postoperative recovery. The healthcare provider was to monitor the patient and adjust pump as needed. Dosing considerations were addressed by the healthcare provider. The patient's old dose was around 400mcg/day and patient was started at 150mcg/day. The medication in the pump was lioresal (baclofen).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2012-(B)(6), product type catheter. (B)(4).